Event description:
A weck auto endo 5 automatic hem-o lok clip applier lot 73m1800474, ref=ae05ml, exp: 12/17/2021 misfired while surgeon was attempting to clip to pieces of tissue inside of pt during a robotic assisted laparoscopic left pyeloplasty. A new clip applier was obtained right away and pt did not have any injury and this did not hold up any part of surgery. FDA safety report ID# (B)(4).